Manufacturer narrative:
Eval in progress but not concluded. Note: this report involved 4 identical devices.

Event description:
During svc of the device, the roller pump continued to display a "beltslip" error message, such that the user was "unable to run the pumps." No pt injury was reported as a result of this event.